Manufacturer narrative:
The customer contacted a siemens customer care center and reported a popping sound and smoke being emitted behind the computer and primary can board 1 on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site as the customer was unable to start the instrument. It was understood that the customer had powered instrument down before the cuvette ring came up to temperature. The cse checked of all power systems, and there were no electrical issues. The instrument was powered down then back up without failure. Quality control (qc) was run and acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer observed a popping sound and smoke being emitted behind the computer and primary can board 1 on a dimension vista 1500 instrument. The customer had turned off the primary can board 1 switch to the off position a second time due to system lock ups. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the smoke being emitted from behind the computer and primary can board 1 on a dimension vista 1500 instrument.